Manufacturer narrative:
Method: visual analysis, complaint history review, device history review, risk assessment. Result: the returned device was inspected and found that the retaining screw on the upper part of the trigger mechanism was missing preventing the top portion of the persuader to slide with the pull of the trigger. Further inspection of the screw hole with a microscope showed deformity to the right side screw hole implying wear and tear issue. No relevant manufacturing issues were found upon device history review. Conclusion: the probable root cause of this event is normal wear and tear of instruments.

Event description:
It was reported that; persuader screw broke. Update 3-jun-2016: we were trying to persuade the rod into the tulip head.

Event description:
It was reported that; persuader screw broke. Update 3-jun-2016: we were trying to persuade the rod into the tulip head.